Event description:
No additional information was provided. Material#: 200500 batch#: 00335 it was reported by customer that empty bd bags and they have burst/are leaking when they arrive at their destination. This is not happening with only overfilled bags, but also bags filled under/normal capacity. Verbatim: empty bd bags and they have burst/are leaking when they arrive at their destination. This is not happening with only overfilled bags, but also bags filled under/normal capacity.

Manufacturer narrative:
It was reported by customer that empty bd bags and they have burst/are leaking when they arrive at their destination. This is not happening with only overfilled bags, but also bags filled under/normal capacity. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. As no samples were returned for evaluation a review of internal records was performed. This included a review of the 500ml smartsite bags that have been manufactured as well as a review of ncrs. There were no issues that would indicate a leaking bag. The complaint investigation at the supplier has been completed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd smartsitetm bags are leaking. The following was received by the initial reporter: empty bd bags and they have burst/are leaking when they arrive at their destination. This is not happening with only overfilled bags, but also bags filled under/normal capacity.